Event description:
It was reported that the ventilator's tidal volume was lower than expected. There was no patient harm. (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. The reported lower tidal volume than expected could not duplicate. The ventilator passed functional and pre-use check tests and no malfunction was found. The received logs revealed several alarms at event date, expiratory minute volume low, paw high and respiratory rate high. The technical log does not include any errors that may be associated with a ventilator malfunction at the time of the event. The root cause is not conclusively determined. The ventilator passed pre-use check at the time of the event.

Event description:
Manufacturer's ref#: (B)(4).